Event description:
It was reported that the patient presented in the emergency room due to the implantable cardioverter defibrillator (ICD) eroded through the ICD pocket. The ICD was explanted due to ICD pocket erosion. The patient's condition was stable.